Event description:
Related manufacturer reference number(s) 1627487-2019-05975, 1627487-2019-05976.

Event description:
Related manufacturer reference number(s) 1627487-2019-05975, 1627487-2019-05976. Additional information received advised that the patient experienced ineffective stimulation.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-05975. Reference MFR. Report#: 1627487-2019-05976. It was reported that surgical intervention may be planned to address an unknown issue. No further information is available.